Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that the unspecified 3 ml bd prefilled syringe experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description: vancomycin 3cc syringe tip broke off inside of dark blue tubing when rn tried to unscrew it out of the tubing.